Manufacturer narrative:
Samples were returned for investigation; which confirmed the customer¿s pth results. The sample was tested for interference, and the presence of an interference (human anti-mouse antibody, hama) in the sample was confirmed. The interference is documented in the product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant high results for one patient sample tested with the elecsys pth immunoassay on a cobas 8000 e 602 module. The high values did not fit with the clinical picture of the patient as the patient was obviously healthy. The sample initially resulted with a pth value of > 5000 pg/ml accompanied by a data flag. The sample was repeated and the same value was measured. The high value was reported outside of the laboratory and was not accepted by the medical doctor in charge. No adverse events were alleged to have occurred with the patient. The serial number of the e 602 analyzer is (B)(4).